Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during manual prime. Customer stated that it seemed like there is moisture under the screen and in the reservoir compartment. Customer reports the o ring inside lip of reservoir compartment is not missing and the insulin pump has no cracks. It was unable to do the self test due to the buttons not responding. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no button response due to moisture damage on electronic assembly. The insulin pump had moisture damage on motor assembly. The insulin pump alarmed motor error due to no button response. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and cracked belt clip slot.